Event description:
Reporter alleged blood glucose measured "hi" at dinner back to back with a result of 174 mg/dl when testing was performed within 5 minutes apart. Customer stated not having any symptoms at the time of the readings and was prescribed to take insulin beginning 3 months ago. Customer indicated the insulin usage was not because of the meter readings and went to a routine doctors' appointment the day of the comparison. It was stated customer attempted to run control tests, however, did not obtain a value due to error messages on the device and stated not knowing how long the controls had been opened prior to use. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.